Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and associated outflow graft (lot no. 1627409) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent decreases in power consumption and estimated flows throughout the analyzed period, leading to parameters below normal operating range, and two (2) low flow alarms logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. The reported outflow graft kink event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, kinked outflow graft, outflow graft obstruction, and poor vad filling. Additional products: d1: outflow graft d4: lot#: 1627409 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: outflow graft d4: expiration date: 31-oct-2023 / lot#: 1627409 h4: mfg date: 01-oct-2018 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized during the catheter examination and is currently receiving outpatient treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: / lot#: d9: no h3: no h4: mfg h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data the ventricular assist device (vad) exhibited power consumption below normal, and low flow alarm(s). The vad speed was 4.1 watts below the standard for the optimal average power consumption of 4.2 to 6.3 watts at 2900 rpm. It was also reported that a computerized tomography (CT) scan and echocardiogram examination revealed a kink in the outflow graft (ofg). A catheter examination was performed, and it was decided that intervention was not necessary. There were no hemolysis finding in the blood test. Compared to the log files from last month the average power consumption did not change from 4.1 w, so there were no major changes in power consumption and pulsatility. The vad remains in use. No patient complications have been reported asa result of this event.